Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion perc lead kit-50 cm; model #: sc-3400-30, serial #: (B)(4), description: infinion splitter kit 30 cm. Model #: sc-4316, lot #: 15877658, description: next generation anchor kit-sterile. Additional information was received that the patient underwent explant procedure wherein everything was explanted. The patient was doing well following the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the ipg pocket of the newly implanted patient had opened. The patient will undergo an explant procedure.

Event description:
A report was received that the ipg pocket of the newly implanted patient had opened. The patient will undergo an explant procedure.